Event description:
It was reported that a pt experienced no stimulation. The pt was at the highest setting on program one and went to two other programs with no success. The pt stated this had been happening every couple of days since going through a security gate at pharmacy. It is unk if the device was on during the exposure. The pt is at home and was redirected to her healthcare provider. Further info is being requested from the hcp.